Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n096692, implanted: (B)(6) 2008, product type: accessory. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and postlaminectomy pain. The patient was on 70 grams of methadone. It was reported the patient had lymphedema around his stomach. The pump was removed due to the lymphedema. It was noted there was a total system explant. The patient noted "the pump wore a hole in my skin and they had to remove it because it got contaminated." It was noted there was no infection but there was "a hole where the pump could have fell through into the spine." The situation was noted as resolved. Diagnostic information and the cause of the pump putting a hole in their skin were requested but not available at the time of this report. If additional information is received, a follow-up report will be sent.